Event description:
Additional information received that it was clarified the event happened in india. The cause of the premature detachment/catheter entrapment was not determined. The tip detachment occurred during the procedure. There was no resistance when the apollo was being advanced. There was bi resistance when the apollo was being retrieved. The apollo tip was embedded in the onyx cast. There will not be any future plans to retrieve the catheter tip. There was no note of vessel calcification. There was no kink or damage noticed on any of the devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the apollo tip is located in the internal cerebral vein.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the apollo tip prematurely detached. The patient was undergoing surgery for treatment of vein of galen malformation. It was noted the patient's vessel tortuosity was moderate. The access vessel was the vein of galen with a diameter of 2-3mm. It was reported that as the physician started injecting, they said the tip detached within few minutes. There was no friction or difficulty during injection. There was no force applied during removal. The catheter tip was entrapped/stuck. There was no vasospasm. There was no surgical or medicinal intervention required. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3: product analysis # (B)(4): equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5). Drawing(s) referenced: dwgs105-5096-000 rev. Af. As found condition: the apollo microcatheter was returned for analysis inside the inner pouch, a biohazard plastic bag, and a shipping box. Damage location details: the 3.0cm detachable tip was missing and not returned with the apollo microcatheter. No damage was found on the catheter body. No irregularities were found with the apollo hub. Onyx was observed inside the catheter hub. No other anomalies were observed. Testing/analysis: the apollo usable length was measured within specifications. The ldpe coupling tube overlap length was measured to be ~1.67mm, which is within specification (specifications: 1.0mm - 2.5mm). The catheter was flushed with water and found not patent as it was occluded with onyx. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer complaint was confirmed as the distal detachable tip was found to be detached from the catheter. The tip premature detachment can also be caused by the detached joint ldpe overlap length being too short. However, the detach joint ldpe overlap length was measured to be within specifications. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.